Event description:
A patient's son reported that the patient awoke to their pump tubing being disconnected from their port. The infusion was paused and the pump was powered down. The patient was advised to use their judgment whether to report to the emergency room or wait eight hours to report to their doctor. The medication was unknown. The patient had a 62.5ml infusion programmed for 35 hours.